Event description:
On (B)(6) 2009, pt reported that for the past 3 to 4 weeks she feels like the infusion device gives an extra unit when she programs a bolus. She stated she programs the bolus without looking at the screen and then notices an extra beep during confirmation. Pt reported she will program a 2 unit bolus, but then she will get 3 confirmation beeps. She said she is very careful not to press the button too many times, because she can go low very easily. Pt reported she "barely touches" the button, so she does not think she is pressing an extra time. Educated pt on how to cancel a bolus during programming, confirmation and delivery of the bolus. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.